Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Reportedly, the customer entered the intended bolus amount, but delivered a couple of boluses, resulting in low bg. Customer consumed glucose tablets and drank juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.